Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon ¿main lamp does not light up¿ occurred due to faulty ignitor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty igniter failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro xenon light source spare lamp indicator suddenly lit up during preparation for use, prior to a diagnostic operation. The customer performed a white balance and finished the procedure with the same device. There was no patient harm or user injury reported due to the event.